Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 -14.5/+2.0/074 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Refractive suprise, blurred vision, and lens rotation are reported. The lens remains implanted. The cause is reported as unknown.

Manufacturer narrative:
B5-additional information: the lens was repositioned. The "patient's ucva is 20/20. Os mr is plano/-0.75x180 for the first review." Claim# (B)(4).

Manufacturer narrative:
B5 - per updated email, "patient came back on (B)(6) 2022 and reported blurred vision in the left eye. After dilation, dr lim has noticed that the lens has yet again rotated out of position." Claim# (B)(4).

Manufacturer narrative:
B5 - additional information: the lens was repositioned on (B)(6) 2022 but the problem was not resolved. The lens was explanted on (B)(6) 2022 and replaced later on the same day with a longer length lens. The problem was resolved. "Icl on axis at 170". Claim# (B)(4).